Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The date of the event is unknown. A supplemental report will be submitted when provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects from the air/water cylinder, air/water tube, jet tube and the air tube in the universal cord. There was no patient involvement.